Event description:
It was reported that during a routine check before clinical use, the cs300 intra-aortic balloon pump (iabp) has loud clicking noise. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) traced clicking sound to k7/8 on drive manifold which requires a replacement part to repair. The fse advised that the machine not to be used until repair, due to the possibility of failure. A quote for repair was sent, but the fse closed the call as the quote was not accepted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has loud clicking noise. .

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.